Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bite feels misaligned. Patient provided bite video, patient has posterior open bite. Rest period has been initiated for 2 weeks.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.